Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had damaged and battery issue. The customer¿s blood glucose was 124.2 mg/dl. Customer's mum reporting that the contacts of the battery cap have fallen off. The customer has therefore had issues with the battery losing power without warning. The insulin pump will not be returned for analysis.